Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale was chosen for implant using a 9f amplatzer talisman delivery sheath. During procedure, it was noted that the disc was turned into a mushroom shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30-25mm amplatzer talisman patent foramen ovale was chosen and implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reportedly discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.